Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleeding/abnormal bleeding (general),"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("3-week gestation"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: migration, pelvic, abdominal, dysmennorhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). An 8-pounds 7'ounce male infant with apgar scores of 8 and 10 at one and five minutes, respectively. Cord ph 7.3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: mr received. Reporter information added. Events: pregnancy with contraceptive device, device ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity. Concomitant products included iron from (B)(6) 2010 to (B)(6) 2010, lisinopril since 2010 and naproxen sodium (aleve) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and anaemia ("anemic"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes-irregular menses"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding/abnormal bleeding (general),"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("3-week gestation"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, fatigue, anaemia, menstruation irregular, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: migration, pelvic, abdominal, dysmennorhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). An 8-pounds 7'ounce male infant with apgar scores of 8 and 10 at one and five minutes, respectively. Cord ph 7.3. Discrepancy noted in essure insertion date (B)(6)2010 and (B)(6) 2010 current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), bladder problems, urinary problems, dyspareunia (painful sexual intercourse), fatigue, anemic, irregular menses, vaginal discharge, weight gain, lower abdominal pain. Reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') and pregnancy with contraceptive device ('3-week gestation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, gestational hypertension, abdominal pain lower, rhesus antigen positive, acute blood loss anemia, multigravida and parity 3. Previously administered products included for an unreported indication: kefzol ivpb, nutria, ferrous sulfate, acetaminophen and hydrocodone. Concomitant products included iron from february 2010 to april 2010, lisinopril since 2010 and naproxen sodium (aleve) since 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and anaemia ("anemic"). In april 2010, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes-irregular menses"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). In march 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding/abnormal bleeding (general),"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, pregnancy with contraceptive device, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, fatigue, anaemia, menstruation irregular, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menstruation irregular, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: migration, pelvic, abdominal, dysmennorhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). An 8-pounds 7'ounce male infant with apgar scores of 8 and 10 at one and five minutes, respectively. Cord ph 7.3. Discrepancy noted in essure insertion date 2010 and -2010, (B)(6) 2010. Current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Imaging procedure - on (B)(6)2010: essure confirmation test (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: pif received. Reporter's information and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity. Concomitant products included iron from (B)(6) 2010 to (B)(6) 2010, lisinopril since 2010 and naproxen sodium (aleve) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and anaemia ("anemic"). In (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstruation irregular ("hormonal changes-irregular menses"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding/abnormal bleeding (general),"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device ("3-week gestation"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, fatigue, anaemia, menstruation irregular, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, anaemia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: migration, pelvic, abdominal, dysmennorhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). An 8-pounds 7'ounce male infant with apgar scores of 8 and 10 at one and five minutes, respectively. Cord ph 7.3. Discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2010 current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: migration, pelvic, abdominal, dysmenorrhea (cramping), gen. Abnormal. Bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received- previously reported event " injury to herself" updated to "gen. Abnormal. Bleeding", events-"migration, pelvic, abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods)", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.